Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose of 533 mg/dl. Customer stated other blood glucose value was 128 mg/dl. Customer experienced symptoms such as nausea. The customer was treated with injection, insulin pump, also was in emergency room. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Customer was performed high pressure test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.